Manufacturer narrative:
Patient information and repair information were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Date of report: 24sep2018. Date of manufacturer: 20june2018. The biomedical engineer replaced the user interface assembly to address the reported problem.